Event description:
Employee developed respiratory distress after exposore to cleaning solution used in steris meohine, that had leaked from machine and on the floor in the cleaning/utility area. Emergency medical care was required & employee was hospitalized due to severe breating problems. Later employee was placed on ventilator and admitted into ICU.